Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported torn leaflet could not be determined. The reported mitral regurgitation (mr), dyspnea, and fatigue appear to be cascading events of the torn leaflet. Additionally, tissue damage, dyspnea and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a tear to the posterior mitral leaflet, worsening mitral regurgitation, and a need for surgical intervention. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat mixed mitral regurgitation (mr) with a mr grade of 3-4. One clip was implanted without issues, reducing mr to 1. On (B)(6) 2022, the patient returned for a follow-up echocardiogram and presented shortness of breath and fatigue. Mr increased to 4+. The clip was secure on both leaflets however it appeared to have torn the posterior mitral leaflet. Mitral valve replacement was performed on (B)(6) 2022. No additional information was provided.